Event description:
It was reported the pt's ipg was turning off randomly, and the lead impedance was normal. The physician replaced the pt's ipg on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.